Manufacturer narrative:
It was reported during preventative maintenance that a visum light was missing a m3 screw. It cannot be confirmed when or how the m3 screw went missing. There was no patient involvement and no adverse event reported to have occurred.

Event description:
It was reported that a visum light was missing a m3 screw. There was no patient involvement and no adverse event reported to have occurred.